Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the pt experienced a scattered red, itchy rash below the stoma in ten out of ten devices due to failure of skin barrier. The pt experienced the condition during a period of 2.5 weeks prior to complaint. Pt rinses the pouch with water and preps with moisturizing soap and water with allkare adhesive remover wipe before applying stomahesive paste and skin battier. Pt advised on skin care practices. Pt outcome was not noted.